Manufacturer narrative:
Evaluation summary: one constellation 23ga ultravit probe was returned for the cutting stopping to work during surgery. A device history record review for each of the component probe lots was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly that did not contribute to the customer complaint. Seven lots had no anomaly found based on the device history record reviews. The product was released based on manufactuer's acceptance criteria. The sample was visually inspected and deemed to be conforming. An actuation test was performed and deemed nonconforming. The cutter did not fully close. An aspiration test was performed and deemed conforming. A cut test was performed and deemed nonconforming. There was no cut at all. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. There was slight wear present at the bend area. Retesting for actuation was performed after the disassembly and was deemed conforming. The complaint evaluation does confirm the probe did stop cutting. The probe did not pass its functional testing for actuation and cutting. The root cause for the cutter stopping would be from a condition that prevented the inner cutter to move within the outer tubing which occurred at approximately 15 minutes of its use. The mostly likely cause for this lack of movement is from a damaged inner cutting edge or foreign material impeding the movement of the cutter shaft. The shaft could also rub against other components in the engine, such as the o-rings or spacers. The exact reason for this restriction of movement cannot be determined from this evaluation, but the shaft resistance was eliminated when the probe was disassembled allowing for good movements of the cutter. An action is in-process to investigate the reason for the high level of probe complaints for aspiration, actuation, and cut events event and identify actions to reduce the number of occurrence of complaints. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
No sample has been received at manufacturing site for evaluation. Evaluation summary: no probe was returned for the probe not being able to cut. For this complaint file, the final customer lot was identified. For this final lot, nine component probe lots were used to make up the final lot. A device history record review for each of the component probe lots was conducted. According to the device history record review, two lots were reprocessed for an anomaly that did not contribute to the customer complaint. Seven lots had no anomaly found based on the device history record reviews. The product was released based on manufacturer acceptance criteria. Because a sample was not returned and the lot information indicates the product was released based on manufacturer acceptance criteria, the root cause for the customer complaint issue cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A theatre coordinator reported that a cutter stopped working during a vitreoretinal surgery. Additional information has been requested. This is one of three reports being filed for the same issue. This report is for the second event that occurred on an unknown date.

Event description:
Additional information provided by the reporter. The issue occurred during the procedure, priming was successful. There was a patient involved but no harm. The procedure could be completed by opening another pak, change the cassette, restart the system, re-prime, which caused a 15-20 minutes delay.